Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The pump was monitored for a day and no unexpected powering off, blank display, or vibrate alerts/alarms noted. Verified the battery tube power connector is properly connected to electronic board during visual inspection. Pump also received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump was vibrating and had a black display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.